Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead were exhibited high voltage impedance and was beeping. Additional information obtained from the field representative that the cause of high voltage was not determined. The ICD was explanted for normal battery depletion and was replaced while the lead remains in service. No additional adverse patient effects were reported

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.